Event description:
Consumer purchased a package of ultimate feeling condoms. Allegedly, 2 of the condoms broke. The consumer and their partner went to the emergency room and had an emergency contraception procedure. No add'l info given.